Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that during a cavo tricuspid isthmus (cti) pulse field ablation procedure using a farawave ablation catheter to treat atrial fibrillation (a fib), the patient experienced a right coronary spasm. The atrial fibrillation (a fib) treatment had already been completed at the time of event. The injury was noticed and confirmed when st elevation was noticed on the 12-lead signal displayed on a non-bsc mapping system. The structural physician was brought in an angiogram was performed. The patient's st level returned to normal without further medical intervention. The patient's status became stable. The return availability of the device is unknown. No further information could be retrieved.